Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through psr on 23/jul/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture. Device evaluation: analysis of the returned device identified: broken shell, underweight and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified: broken crease sharp on anterior, creases fold, wear abrasion and missing shell. Based on the device analysis the final assessment is: a broken crease sharp on anterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Patient reported right side raynaud's phenomenon and rupture. The device has been explanted.